Event description:
A customer reported to baxter corporate product surveillance (cps) a clearlink duo-vent continu-flo set in which the male luer separated from the tubing during priming. According to the report, the nurse was manipulating the adminstration set when the male luer popped off the set. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.